Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: during the visual evaluation of the device, delamination was observed at the juncture of the shell and patch. Leakage from the delamination area was noted. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: insufficient information. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 550cc mentor memorygel breast implants placed in an unknown procedure type required explant for an unknown reason. The devices were explanted and replaced with 600cc mentor memorygel breast implants on (B)(6) 2020. Mentor became aware of this event when contacted by the pathology department so they could be sent a return kit. This event is being conservatively reported, as a request for evaluation indicates some sort of alleged deficiency. No additional event details are available at this time, if additional event details become available in the future a supplemental report will be submitted. See 1645337-2020-14595 for contralateral prosthesis report.